Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target tortuous lesion was located in the right coronary artery. A 4.00x32mm promus element stent was advanced to treat the target lesion. However, the device could not cross the lesion and it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The target tortous lesion was located in the right coronary artery. A 4.00x32mm promus element stent was advanced to treat the target lesion. However, the device could not cross the lesion and it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. F/g,promus element, mr, ous 4.00x32mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Damage was noted to the proximal stent strut rows with stent struts lifted from their crimped stent positions and pulled proximally over the proximal marker. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues with the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion code is adverse event related to procedure.

Manufacturer narrative:
Device is a combination product.